Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 700mg/dl. Troubleshooting was performed. The time was one hour off. The programming on the insulin pump was correct. The bolus history revealed only two boluses for two different days, which caused his admission. Ran a fixed prime test and the device passed the test. The customer stated that he changes the infusion set and reservoir every three days. Performed a high pressure test and the insulin passed the test. No further information was provided.